Event description:
It was reported that the insulin pump alarmed motor error during basal and the customer was unable to rewind. Customer also mentioned a no delivery alarm. Customer does not use the sensor feature and they were unable to complete the rewind sequence. Customer's blood glucose reading at the time of the call was 300 mg/dl. No further information reported.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump had motor error during rewind due to corroded motor home switch. Excessive no delivery alarm was not tested due to motor error alarm. Remote frequency board and lcd board had moisture damage. The device had cracked battery tube threads, broken reservoir tube lip, minor scratched lcd window, cracked case at window display corner, scratched reservoir tube window, and stained end cap sticker.